Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient had their ins removed because of meningitis. It was noted that the patient got a cut or tear in their skin and ended up with meningitis. The patient had their device explanted and was going to follow-up with their healthcare professional to discuss getting another one put in. No further complications were reported/anticipated.